Manufacturer narrative:
Device passed displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking and had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer received another insulin pump error alarm after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.